Event description:
It was reported that this right atrial lead exhibited undersensing. Troubleshooting of the device was discussed. This lead remains in service. No adverse patient effects were reported.